Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 18th august, 2020 getinge became aware of an issue with 8668 washer disinfector. As it was stated, the technician tried to dislodge the cart from the washer and when the pressure was relieved, the shuttle continued to try to load the cart. As a result, technician sustained hand's knuckle cut and bruising. No information about medical intervention was received.

Event description:
Manufacturer reference number (B)(6).

Manufacturer narrative:
When reviewing reportable events for this type of issues we were able to establish, that the issue investigated herein is one of the several registered on the automatic loaders used together with the various models of washer disinfectors manufactured by getinge disinfection ab with the claim about the crush injury while operating the device. The device involved in this event is the air glide system (ags) loading conveyor used with the one of the washer disinfectors ¿ 8668. The unit was manufactured on 12th april, 2007 and installed on 30th august, 2007. When the event occurred, the getinge device was directly involved. However no repair was necessary, it is known that the device did not perform as intendent. The loading cart was blocked during automatic loading process, therefore it is concluded the device was not up the manufacturer specification at the time of the event. Upon the event occurrence the device was not being used for patient treatment. The information collected to date and as a result of the performed investigation allowed us to establish that the operators¿ finger was injured by the moving parts of the ags. It happened due to the fact, that the operator tried to dislodge the blocked cart placed on the loader while it was still working. The user manual delivered with the automatic loaders states, that the user is obligated to mark the units¿ working area with the yellow and black tape and the line should not be crossed why unit is in operation. If the user needs to touch the machine or fix something, first he should press the emergency stop button and then he can enter the working area. The incident description shows that the operator omitted several steps in the user manual and this way exposed herself on the potential injury. In summary, the most likely root cause of situation occurrence is related to activities performed by user, which were not in line with steps given as part of the user manual. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however getinge will continue to monitor the customer experiences with the device for any future information.